Event description:
The jaws of the pks lyons dissecting forceps broke during surgery. The device fractured, but no pieces detached or fell into the pt. There was no pt harm and the procedure was completed with another like device.

Manufacturer narrative:
The complaint was confirmed. The hub was fractured under the shrink tubing. The shrink tubing was removed to expose the hub, the parts were placed back together and no pieces were missing. The fracture occurred at the distal end of the pivot link slot. Failures such as these have been attributed to excessive force being applied to the distal end of the device beyond its design specifications.